Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 208 mg/dl and 222 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/16/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 222mg/dl (B)(6) 2015 04:54pm. 2: 205mg/dl (B)(6) 2015 04:53pm . 3: 228mg/dl (B)(6) 2015 04:44pm . 4: 231mg/dl (B)(6) 2015 04:04pm . 5: 246mg/dl (B)(6) 2015 03:57pm . Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 80 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 208 mg/dl and 222 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 07/16/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 222 mg/dl, (B)(6) 2015, 04:54 pm; 2: 205 mg/dl, (B)(6) 2015, 04:53 pm; 3: 228 mg/dl, (B)(6) 2015 04:44 pm; 4: 231 mg/dl, (B)(6) 2015, 04:04 pm; 5: 246 mg/dl, (B)(6) 2015, 03:57 pm. Adverse event not reported.